Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator worked for the pt for 1 week after implant. Then, the pt got zapped while lying down. He went to see his hcp. X-ray revealed that the leads were touching. It was also reported that the lead had slipped down 3 cm and would need to be refastened. This caused the system to never work for the pt. He could not feel if the device was on since 2003. The pt moved to (B)(6) with no physician. It does not appear he has seen anyone since the issue was identified. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.